Manufacturer narrative:
(B)(4).

Event description:
It was reported when an asymptomatic patient presented to the clinic during a follow-up, the device was found in backup vvi mode. There was no source of electromagnetic interference present. A transmitter was plugged in the device port but was not paired with the device at that time. The device was restored to normal function after a firmware was downloaded. No adverse complications were reported. The patient was asymptomatic throughout the check and will be followed normally.